Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). A 2.5mm non-shockwave compliant balloon was used for pre-dilation and ruptured during the procedure followed by ivl. During the procedure, the ivl balloon ruptured while fully inflated. Due to severe calcification, a portion of the balloon detached and became lodged in the artery. Despite multiple efforts to retrieve the balloon through both endovascular and open-heart methods, retrieval was unsuccessful. The patient underwent emergent bypass surgery. The procedure was completed, and the patient is currently recovering, although the ivl balloon remains in place. No patient demographics or medical information was provided at the time of the report. Shockwave medical is attempting to gather additional information.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the balloon detachment could not be definitively determined based on the information available. The following sections have been updated accordingly: d9: "is this device available for evaluation?" Has been updated to "no". H6: the following annex codes have been updated: type of investigation (b): 4114. Investigation findings (c): 114. Investigation conclusion (d): 4315.